Manufacturer narrative:
Foreign body in patient. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported a case for treatment of a female patient suffering with hydrosalpinx. As reported, the hospital has been using the fallopian tube catheterization set for over seven (7) years and it is used by a senior doctor. During this case, a 7fr catheter was inserted into the opening of the fallopian tube, then the inner catheter of the fallopian tube catheterization set was put through the 7fr catheter then the tip of the inner catheter broke off. They continued to try two additional fallopian tube catheterization sets, but the tips of the inner catheters also broke off and the remnants were left in the patient¿s body. One was left in the uterine cavity, one in the left corner of the uterus and one in the isthmic portion of the right tube. No further details have been provided. As reported, it has not yet been decided if additional surgery will be performed to remove the remnants.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection and dimensional verification was performed on the returned devices. Photographs were provided for review. Investigation of this complaint also included a review of the provided photos, complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data and specifications. Photos provided by the customer were reviewed and confirmed the tips are separated. All three devices belong to lot 5514352. Three fallopian tube catheterization sets were returned with the outer catheter and wire guide of each set in an unused condition. Two used devices and one unused (but opened) device from the same lot were returned. The used devices were confirmed to have damaged tips. The three inner catheters were in an opened condition, with the distal tips of 2 of the catheters having been separated. The distal tip inner diameter of the intact catheter was measured and was found to be within specifications. A review of the device history record revealed no related non-conformances. There is no evidence to suggest the device was not manufactured to specifications, and a review of documentation shows there are adequate controls to ensure the device is properly manufactured within specifications. The fallopian tube catheterization set is used for selective catheterization of the proximal fallopian tube(s), injection of contrast medium, and evaluation of tubal patency. The device was used with an unknown 7fr catheter and it is not known if the unknown catheter met its manufacturing quality specifications. Per the instructions for use (IFU), ¿sets with the prefix ftc-550 in their order numbers are designed to be used with the mencini double-balloon hysterosapingography catheter or other uterine device with a 6 french working channel.¿ there was no information provided regarding any procedural difficulties. Per the IFU, ¿if difficulty is encountered placing the delivery catheter at the tubal ostium, remove the wire guide and insert its straight end into the catheter. If significant resistance is felt, do not attempt to advance the catheter.¿ this complaint falls under the scope of several complaints originating from the same distributor in china and all reporting tip separation. It is possible that the root cause of this failure is related to the storage conditions at this facility leading to tip bond degradation. Measures have been initiated to address this issue. Another possible root cause is related to user technique. Per the IFU, the ftc-550 should be used with a 6fr operating channel and it was reported that it was introduced through a 7fr catheter of unknown brand and inner diameter. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.